Event description:
Additional information reported that the patient had also experienced muscle spasms and clonus. It was reported that there was an occluded catheter. The catheter was revised including; capped, abandoned and partially removed. The outcome of the patient was reported as resolved without sequelae on (B)(6)-2012.

Event description:
It was reported that the patient described feeling pain and irritability and was seen in the emergency room (ER) on (B)(6) 2012. The patient was given oral baclofen and tranxene and the pain and irritability resolved. A catheter issue was suspected but was unknown. A (B)(4) study was performed on (B)(6). Results showed good flow when the medication and cerebrospinal fluid (csf) were withdrew and there was no apparent obstruction. The catheter was revised. During the revision the catheter was disconnected from the pump and a single bolus was programmed. After visual verification of fluid flowing from the pump the bolus was aborted. The catheter was cut at the spinal site and there was immediate brisk retrograde flow of csf. The distal spinal segment was left in the intrathecal space and a new catheter segment was sliced on to the existing catheter. The device system was used to deliver gablofen (baclofen) 1000mcg/ml at 193.9mcg/day. The patient's status at the time of the report was no injury or adverse event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Only the catheter was returned for analysis. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the catheter and sc connector revealed coring, tears, cuts in seal; possibly caused occlusion. It was not misaligned. A bend in the catheter close to the sc connector was noted. A deep, circular coring was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The coring in the seal portion at the bottom of the cup was centered in the seal. The flap of material created by the coring may have contributed to an occlusion but no occlusion was verified and no leaking was seen in lab testing.